Event description:
It was reported during a follow-up, the device's battery was showing premature depletion. Technical services confirmed the malfunction, and recommended the device be replaced within 60 days. The device was explanted and replaced.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device. This device is not part of the hydrogen induced premature depletion advisory population.

Manufacturer narrative:
The device is expected to be explanted and returned for analysis. This report will be updated upon completion of investigation.

Event description:
It was reported during a follow-up, the device's battery was showing premature depletion. Technical services confirmed the malfunction, and recommended the device be replaced within 60 days. No action has been taken at this time and the device remains implanted. No adverse effects were reported.